Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 110031399, mini standard thickness +0mm taper offset 40mm diameter humeral tray, lot # 66496129. Catalog #: 113628, comp primary stem 8mm mini, lot # 66255332. Catalog #: 010000589, comp rvrs 25mm bsplt ha+adptr, lot # 66535816. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was presented in the surgeon's office with a dislocated shoulder. Details of how this occurred were unclear. The humeral stem, tray, and polyethylene insert were revised. Attempts have been made and there is no further information at this time.